Manufacturer narrative:
Visual inspection confirmed the annulus of the burr was flared. Investigation confirmed that the drive shaft had fractured proximal to insertion into the burr. The condition of the fracture surfaces was consistent with repeated cyclic loading of the drive shaft prior to fracture. These findings are consistent with operation of the advancer over a tight bend in the guide wire. Visual inspection of the guide wire confirmed the presence of wear, also consistent with operation of the advancer over a tight bend.

Event description:
System stalled and became stuck in the lesion location. The lesion was very calcified and angulated. After the system was pulled out of the pt, it was noticed that the burr was detached from the driveshaft.